Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using thump software for reference. Unit passed the sleep current measurement and active current measurement, but failed self-test. Pump error 75 was displayed after self-test backlight testing. Additionally, pump error 68, 49, and 23 were noted after unit restarted. After removing and reinserting battery, persistent pump error 68, 49, and 23 were noted upon every battery reinstallation. Additionally, after removing the battery, the unit did not display any alarms, confirming the customer's alleged alarm anomaly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer¿s call. The baat tool recorded the following: battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 17:23:00 after more than 7 days at 55.46 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 02:31:00 after more than 7 days at 37.55 days. Battery cycle 6.0 received the low battery alert (104) on (B)(6) 2025 13:15:00 after more than 7 days at 37.0 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. No moisture damage was noted on electronic stack. However, internal battery connector was found not plugged in properly. After correctly plugging in internal battery connector, no persistent pump errors 68, 49, and 23 were noted after battery reinstallation. Additionally, unit passed self-test after correcting the internal battery connection. Pump error anomalies were caused by loose internal battery connector. The unit was received with the following cosmetic damages: cracked case (battery tube), scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when no low battery alarms or unexpected battery power loss were noted during download review or during testing, and when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer's allegations of alarm anomaly were confirmed when no alarm was displayed after battery was removed. Additionally, loose internal battery connector was noted during deconstructive analysis, causing repeated pump error 23, 68, and 49 upon battery reinsertions. Pump error 75 was also displayed after unit failed self-test. Overall; anomalies were caused by loose internal battery connection on pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported diminished battery life, no notification when running low on insulin and battery rejections. The customer reported no adverse event. The event involved product mmt-1715kl. Troubleshooting was not done. No harm requiring medical intervention was reported. The product mmt-1715kl will not be returned for analysis.